Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose value was unknown. Customer reported 1/4 inch crack on the right corner of the screen and was unsure of its development. Customer reported down button has became unresponsive at times and required a double tap which has slowed down patient's ability to manage diabetes at times. The device will not be returned for analysis.